Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. The pump was received with a broken belt clip slot, a cracked reservoir tube lip, a cracked reservoir tube, a cracked reservoir tube window, a cracked case near the display window corners, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that buttons were not responding. Customer did not know what caused anomaly. Customer's blood glucose was 157 mg/dl. Insulin pump will be replaced.